Event description:
It was reported that the site's handheld computer was stuck on the interrogation screen. Reporter stated that someone borrowed her handheld to turn pt off before getting an MRI. She then got her handheld back and it was stuck on that screen. Troubleshooting was performed which resolved the event. Details of the event and cause of screen freeze were unk to reporter.